Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopic view. The electrical measurements of the lead were normal. The physician decided to normally follow-up the patient. The patient condition was good and the lead remains implanted.